Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer did not remove air from the cartridge and was using cold insulin. Tandem technical support educated customer to perform the air removal step prior to filling the cartridge and to use room temperature insulin. The cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.